Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's medsun report from the FDA which states, ": patient's primary pump tubing was leaking from the "y-port" on the patient side of channel." The customer reported that the event occurred in (B)(6) 2018.there was no report of patient harm.